Manufacturer narrative:
Upon review of the provided information, the noted issue of gastrointestinal bleed it was reported there was no heparin in the purge solution during support. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. Not reportable statement in MFR 1220648-2026-07509.

Manufacturer narrative:
B5 updated with additional information.

Event description:
At the time of the bleed, sodium bicarb was in the purge.

Manufacturer narrative:
This is one of two related reports. This report represent the impella rp flex and another report was submitted to represent the impella rp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex was inserted via the right internal jugular vein in a 61-year-old male patient for post-cardiotomy cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient had a prior history of coronary artery bypass grafting (CABG) and was also supported with an impella 5.5 for left-sided circulatory support. The patient remained on extracorporeal membrane oxygenation (ECMO) during impella rp flex support. While on impella support, the patient developed a gastrointestinal bleed. Per the clinical team, systemic anticoagulation was discontinued in response to the bleeding event. No additional device-related complications were reported. The impella rp flex was explanted, and the patient survived to explant. ECMO support was continued following impella rp flex removal. The reported gastrointestinal bleeding is consistent with known risks in critically ill patients receiving mechanical circulatory support and systemic anticoagulation.